Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.: there was no product deficiency reported. The product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. Additionally, the expiration date and the lot number were not reported; therefore the labels attached to the lot history report could not be reviewed to determine the expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the instruction for use for rx herculink plus states: for single use only. Do not re-sterilize or reuse. Note product -use by- date. Additionally, it was reported that the rx herculink plus systems were being used to treat the mesenteric artery and the celiac artery. It should be noted that the IFU states: the rx herculink plus biliary stent system is intended for palliation of malignant strictures in the biliary tree. Overall, there was no reported device issue. The lot history record for this product could not be reviewed and a similar incident query could not be performed. The other rx herculink plus is being reported under a separate medwatch report number.

Event description:
It was reported that two herculink plus stents were knowingly implanted, one in the mesenteric artery and one in the celiac artery, after their unspecified expiration dates. The physician was aware of the expiration dates before use. The procedure was performed without issue and there was no adverse patient effect. Though requested no additional information was provided.